Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators touchscreen had a fault. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 04jun2019. Date rec'd by MFR: 17apr2019. The service engineer (se) inspected the device. The se found that the touchscreen was not responsive to touch. The se performed a touchscreen calibration and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.